Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly the damaged haptic of the iol was noticed during the lens insertion in the eye. The lens was removed by cutting. The incision was enlarged. A back up lens was implanted and the procedure was completed as expected. Additional information regarding this event was requested but was not obtained.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unknown lot number the device history records review could not be performed. Based on the available information, user related factors or procedural factors might have caused this event.